Manufacturer narrative:
Additional information: the stent dislodged just before the target lesion. Stent was snared outside the guide catheter. No injury to the patient. A non-medtronic stent was used to complete procedure. The patient is doing well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection. The snare loaded inside the 6f sheath assembly showed a stent captured by the distal end of the snare device. The stent was intact and showed no signs of expansion. Damage noted to the sent was observed where the snare hoop captured the stent. The deployment system for the paramount mini was returned. The balloon showed no indication of a prior inflation. The shape of the stent struts were note on the exterior of the balloon. No damage to the deployment system was noted. Cine image review cine images from the reported procedure have been provided. The first image analyzed showed the target area prior to treatment. No device was visible within the vessel. The second cine image analyzed showed the stent dislodged from the balloon segment of the deployment system being captured by a snare device. The stent showed no signs of expansion. The proximal end of the sent was flared upwards at the area of where the suspected snare device captured the stent. The third image showed a suspected second paramount mini inside the vessel with the balloon expanded and the stent deployed. The fourth image analyzed shows the improved blood flow of the treated area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended was using a paramount mint stent to treat a slightly calcified, slightly tortuous, 95% stenotic lesion in the proximal renal artery. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped per IFU without issue. A 6fr non-medtronic sheath and a 0.014 non-medtronic guidewire were used for the procedure with no embolic protection. The lesion was pre-dilated with a 3mm a 5mm device. The device did not pass through a previously deployed stent however, resistance was encountered and excessive force applied during delivery of the device to the lesion. It was reported that the stent dislodged. A snare was used to capture the dislodged stent. Another stent was used to complete the procedure. There was no patient injury reported.